Event description:
Using amo complete moisture plus lubricating and rewetting drops caused severe eye discomfort, and burning eyes. Dates of use: twenty six days in 2007. Diagnosis or reason for use: doctor recommended. New contact lens wearer. Event abated after use stopped: yes.